Event description:
Caller reported a cgm error and mentioned that the pump had shut down before the initial call, but it restarted once connected to a power source. After the pump reset, the cgm error code did not reappear. Caller successfully started a new sensor session, and there was no adverse impact to the customer's blood glucose level.